Manufacturer narrative:
Correction: concomitant medical products and therapy dates was blank and should have been pm1172, (B)(4) with a therapy date of (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker and right ventricular lead exhibited sensing of noise. It was suspected to be due to electromagnetic interference. No device intervention was performed but programming changes were discussed. Patient was stable and will continue to be monitored.